Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation. The front panel was found to be damaged. The front panel was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a keyboard that does not function. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.